Event description:
It was reported that this right ventricular (rv) lead exhibited a sensing amplitude of 6 mv, a pacing lead impedance (pli) measurement of 2254 ohms, and a high capture threshold of 4.5v. Patient underwent a rv lead revision procedure. During procedure the helix of this lead would not retract during the physician's attempt to reposition. Subsequently, this lead was surgically abandoned, and a new rv lead was successfully placed. No additional adverse patient effects were reported.